Manufacturer narrative:
Visual inspection found that the alarm message indicated the speaker was faulty. Functional testing and troubleshooting of the speaker were performed. The results of functional testing indicated there was no alarm sound. The remote service engineer had the customer restart the device, but this did not resolve the issue. A field service engineer went onsite and replaced the loudspeaker assembly, and the deice returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a defective loudspeaker assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
Philips received a complaint on the intellivue mx500 patient monitor, indicating that there was a speaker malfunction error and no alarm sound. The device was not in use on a patient at the time of event, there was no adverse event reported.